Manufacturer narrative:
The device involved in the event was reported by the user facility as not available for further testing. No lot number was made available to the manufacturer; therefore, no device history review was conducted. No additional information is known at this time.

Event description:
It was reported that, on an unknown date, the plum set leaked fluorouracil (5fu) on the air vent while the air vent was closed. There was no report of patient harm or chemical exposure. No additional information is known at this time.